Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states she is 13 weeks pregnant and has been experiencing very labile blood glucose. The pt was admitted to the hospital on the same day, and was treated with IV fluids and insulin. Upon admit her blood glucose was >400 mg/dl. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.